Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed, eto valve was corroded. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the error message and no image was an electrical component failure. The most likely cause of the corroded valve was degradation due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had communication error code e226. The issue was found during inspection for use. There were no reports of patient involvement.